Event description:
It was reported that the patient needed a health care provider (hcp) for their device because the one that put it in was no longer in practice. The patient needed someone to make adjustments. Additional information received a week later reported that the device was helping with the pain the patient was suffering from and it also helped in other areas such as bowel movements and urinary problems. It was noted that the patient was implanted on their left bottom cheek. The patient was noticing their ankle and foot were turning blue and their hcp noticed the serious discoloring of their left ankle and side of their foot. It was reported that the patient talked to the manufacturer representative and came to the conclusion that the device was pinching nerves and affecting the blood flow so they turned the stimulation system off. The patient¿s pain didn¿t take long to return and it was noted that the device was helping but also doing damage. It was reported that the patient was on pain medication with the device on and now the pain was twice as bad. The patient¿s hcp told them to keep the device off for a while but their pain was terrible and they had been awake since 2 am. It was noted that the patient wanted a suggestion for help and how they could get it back on without causing problems with the nerves and blood flow to their ankle and foot. Additional information received reported that for the last couple of years the patient¿s ankle on the same leg as the implant started turning black. Last week the patient found out that the device was causing poor circulation in their ankle and foot. It was noted that the patient had had 12 procedures including a mesh implant and a partial removal of the mesh resulting in pain.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient was still in lots of pain and the stimulator was helping but not going to the places it needs to be. The patient mentions having the mesh done 4.5 years ago and had 12 surgeries because of mesh implant and partial removal of the mesh resulting in pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v871804, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).